Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00209 on 15-may-2018. Correction (16-may-2018): section b6 includes corrections to the sample ids and results. The data provided in initial report was switched. Additional information (31-may-2018): a siemens headquarter support specialist (hsc) evaluated the service report and determined the appropriate troubleshooting actions were performed. The siemens customer service engineer (cse) has performed all checks and the instrument is operational. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist instructed the customer to exit the software and restart the instrument. Additional recommendations were to turn the instrument off, check the aspirate probes and reagent probes for kinks or obstructions, and inspect the water and wash bottles. No issues were detected. The instrument was primed, a bubble detector test was performed, and quality controls (qc) were run. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed an inspection of the wash blocks and no issues were found. Qc data was analyzed and the cse confirmed that there were no issues with qc. Additional services performed by the cse: replaced the reagent probe and tubing, performed alignments, and primed the instrument. A plasma patient pool with liquicheck controls (B)(4) and (B)(4), was performed and results were within specifications. The customer was made aware of the result data and the operational status of the instrument. The cause of the falsely elevated result(s) is unknown. No further evaluation of the device is required.

Event description:
Two discordant falsely elevated intact parathyroid hormone (ipth) patient results were obtained on an advia centaur cp instrument. The discordant results are associated with two patient samples that were run in duplicate. The result(s) were not reported to the physician(s). A corrected reported was not issued. There are no reports of patient intervention or adverse health consequence due to the discordant ipth patient result(s).